Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the protege self expanding stent along with 6fr sheath and non medtronic 0.035" guidewire during procedure to treat moderately calcified lesion in the distal location of the right superficial femoral artery (sfa).the vessel was moderately tortuous with 60% stenosis. The vessel diameter was 6mm and lesion length was 200mm. No embolic protection was used. There was no damage noted to the packaging and no issues noted when removing the device from the hoop/tray. Device was prepped per IFU without any issues. It was reported that the catheter sheared off and detached during delivery through the vessel. A snare was used to remove the detached portion from the patient. The vessel was pre-dilated with a 5mm pre-dilation device. There was no resistance encountered when advancing the device and no excessive force used. The procedure was completed by deploying the stent and it was upon removal that it was noticed that the catheter had sheered off. The sheared portion of the catheter was successfully removed from the patient using a snare. There was no noted resistance during the removal. There was no noted vessel damage to the patient. There were no noted issues with the stent. No patient injury reported.